Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 21 years and 9 months post implant of this 23mm bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as increased gradients with aortic insufficiency. It was also reported that the patient was in renal failure and respiratory failure. No additional adverse patient effects were reported.